Event description:
It was reported that the tip of the unit fell off into the knee of the pt. The tip was easily removed. It was further reported that another unit was immediately available for use and the case was completed successfully.

Manufacturer narrative:
Additional info will be provided once the investigation is completed.